Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged with a planned medication regiment of eliquis. The patient had a 45-day follow-up procedure where it was noted that they were intermittent on their use of eliquis post procedure. The physician noted that there was a large, non-mobile thrombus on the closure device. The patient will remain on their anticoagulation medication.